Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, exposed internal wires were noted. During mapping of the left atrium, it was noted the circular mapping catheter had become distorted on fluoroscopy. The catheter was removed and exterior insulation had split and the inner portion of the catheter was exposed. This catheter was discarded and was replaced. The procedure was continued and finished with no patient consequences.

Manufacturer narrative:
One inquiry afocusii¿ (4 f double loop) catheter 20 electrode, 7f was received for investigation. The catheter shaft was twisted and torn exposing the spring body, consistent with the reported damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage is consistent with damage during use.